Event description:
It was reported a patient underwent left carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. Just before pre-dilation of the lesion, it was noted the gore balloon sheath balloon had lost pressure and flow reversal was lost. The case was completed using a gore embolic filter and the patient was doing well following the procedure.

Manufacturer narrative:
Results - the review of the manufacturing records verified that this lot met all pre-release specifications. Summary of imaging findings: it was reported a patient underwent left carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. The furnished imaging set was not sufficient to visually confirm that flow reversal was obtained. Just before pre-dilation of the lesion, it was noted the gore balloon sheath balloon had lost pressure and flow reversal was lost. The case was completed using a gore embolic filter and the patient was doing well following the procedure. See scanned page.